Event description:
It was reported an asymptomatic patient presented in clinic after receiving alerts for right ventricular lead noise. Electro-magnetic inference (emi) or myopotential was suspected. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.